Event description:
An (B)(6) male pt with a previous history of ischemic cardiac disease, underwent aaa repair on (B)(6) 2009. The pt's anatomy was suitable for endovascular repair. The procedure was conducted as labeled. The contralateral (left) iliac leg graft was deployed at a slightly lower positon than the target area. A confirmatory angiogram showed occlusion of the left internal iliac artery. Because there were no endoleaks observed, the physician completed the procedure and took a wait and see approach. The status of the pt is unk at this time.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification validation activities showing the device meets the design requirement and that the design meet the needs of the user. Each device is shipped with a IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case, the IFU also states that inaccurate placement of the graft may result in an inadvertent occlusion of an iliac artery. Based on the provided event description, it appears the leg extension was placed lower than intended. The effect of this resulted in the internal iliac being covered. From this, the failure mode identified in the case is "physician deploys a aaa graft inaccurately". The root cause of the device being placed low is unk at this time. We will continue to monitor for similar complaints.